Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said the device is not working. They went to a new urologist and they told patient to get ahold of medtronic about taking out the system. An hcp who works for the doctor said the stimulator is not working and needs to come out. The hcp checked it about a month ago. Patient had gone to the doctor's office for a device check up. Patient already had a foley catheter in. The doctor wants to put a catheter in that needs to be switched every 30 days. When jennifer checked the system the stimulator was not straight it was crooked. Patient started to have return of symptoms about two weeks ago. The patient was redirected to their healthcare provider to further address the issue about removing the system. Troubleshooting asked the patient why they wanted them to contact medtronic and the patient said they didn't know. Agent informed the patient they would email the medtronic representative to update them of the situation. (B)(6) 2022 (rep, con); no new information.

Manufacturer narrative:
Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.